Event description:
The customer reported the biometry probe was giving an erroneous measurement (long-sighted). Additional information received, stated the patient was under-corrected.

Manufacturer narrative:
The company service representative examined the system and probe, and did not find a problem. The root cause of the patient event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).